Manufacturer narrative:
A getinge field service engineer (fse) evaluated and replaced pcb,color video receiver and cable,display to video receiver bd. The unit passed all functional and safety tests to factory specifications. Unit was cleared for clinical use. The failure analysis and testing dept. Received the following parts associated with this complaint: pcb, color video receiver serial number (B)(6). Cable, display to video receiver board serial number (B)(6). These parts were received with a reported unit failure of screen display failure during inspection. The failure analysis and testing dept. Performed a visual inspection and found the parts to be in good condition. The failure analysis and testing dept. Installed part pcb, color video receiver and part cable, display to video receiver board serial number (B)(6) into the cs300 test fixture serial number (B)(6) and tested the parts to factory specifications per the cs300 service manual part number 0070-00-0689 rev. W. The fat dept. Performed the display test. The display passed testing. The fat dept. Could not replicate the complaint of screen display failure after the run time of one hour. The cable and video receiver board passed testing. Retaining the parts in the fat dept. Per procedure number 0002-07-d008 rev.as. The non-conformances with the returned components were not confirmed. However, the root cause or the most probable root cause is not confirmed.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during inspection, the cs300 intra-aortic balloon pump (iabp) had a screen display failure.

Event description:
N/a

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid.